Event description:
During a meniscus repair procedure due to rear angle compound tear, t2 fell off so it was not deployed. There was an eighteen minute procedural delay. Another fastfix was available as a back-up to complete the procedure. T1 was left in the patient unsupported.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).

Manufacturer narrative:
Device evaluation: one curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the device shows the trigger is fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was also returned. Missing from the assembly is t1. The depth limiter has been trimmed to the surgeon¿s desired length. The distal end of the straw is deformed. The needle is bent/bowed. T2 was reloaded onto the needle and a shake test was performed, the t stayed positioned at the tip. The needles crimp that holds the implant in place at the tip was measured and found to meet print specification. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).